Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was not in specification. Multiple pump error alarms were present in the format history file and pump error was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioned properly during testing as shown in the power management graph. Unexpected pump errors due to connector resistance issue. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 14.2 mmol/l at the time of the incident. The customer treated with manual injection. The customer stated that the notification light did immediately stop flashing. The customer was advised to clear loss alarm. The product was returned for analysis.